Event description:
Additional information was received from a manufacturer¿s representative (rep). The cause of the reset was unknown. The pump was to be returned for analysis.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver baclofen (500 mcg/ml at 99.92 mcg/day). Analysis of the pump found low battery resets with an undetermined cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 500 mcg/ml of gablofen at 108.5 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2016, it was reported that the patient's pump was alarming. The pump was interrogated and found to be in "safe state". The pump programming reports also indicated that a pump reset had occurred. The patient presented with increased stiffness and was prescribed oral baclofen. The patient's pump was reprogrammed and had not alarmed since. The pump was scheduled for replacement on (B)(6) 2016.

Manufacturer narrative:
The conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.